Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported break/separation and stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break and stretched coils appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that interaction with the anatomical conditions during the procedure, likely caused the shaping ribbon to kink and break. Manipulation during retraction resulted in the shaping ribbon separation and stretched coils. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device was received. Investigation has not yet started. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion that was a chronic total occlusion of the first diagonal branch (severe in-stent restenosis). When the hi-torque 014 balance middleweight hydro guide wire was removed from the patient, it was observed to be unraveled. However, there were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.